Event description:
Healthcare professional (hcp) reported one incident of a blood leak at the fibers with the psn 210 for pt kr. The incident occurred at the start of treatment with a leak alarm. Blood leak was verified visually in the dialysate and with positive hemastix. Blood was not returned to the pt, with an estimated blood loss of 200cc. Treatment was resumed with new disposables and completed without further incident. No pt injury or medical intervention reported per hcp.